Manufacturer narrative:
As reported by the study, this patient presented to the cardiac catherization unit for unspecified reasons and 2-vessel disease was found. Pre-procedure medications included aspirin and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure cardiac enzymes were within normal limits. Pci was performed on a 99% de novo lesion in the mid right coronary artery (rca) of 20mm in length in a 2.5mm vessel diameter. The (b2) eccentric lesion had an irregular contour and thrombus was present. The lesion was pre-dilated with a 2.0x20mm balloon at 10 atmospheres (atm) before deploying three overlapping stents. First deployed was a 2.5x13mm cypher select plus stent at 18 atm, followed by a 2.25x23mm cypher select plus stent at 18 atm and finally, a 2.25x18mm cypher select plus stent at 18 atm. Timi iii flows were recorded pre and post procedure. Residual diameter stenosis measured 0%. His patient presented to the cardiac catheterization unit for unspecified reasons and 2-vessel disease was found. Pre-procedure medications included aspirin and beta-blockers. Intra-procedure medications included aspirin and unfractionated heparin. Pre-procedure cardiac enzymes were within normal limits. Pci was performed on a 99% de novo lesion in the mid right coronary artery (rca) of 20mm in length in a 2.5mm vessel diameter. The (b2) eccentric lesion had an irregular contour and thrombus was present. The lesion was pre-dilated with a 2.0x20mm balloon at 10 atmospheres (atm) before deploying three overlapping stents. First deployed was a 2.5x13mm cypher select plus stent at 18 atm, followed by a 2.25x23mm cypher select plus stent at 18 atm and finally, a 2.25x18mm cypher select plus stent at 18 atm. Timi iii flows were recorded pre and post procedure. Residual diameter stenosis measured 0%. His patient presented to the cardiac catheterization unit for unspecified reasons and 2-vessel disease was found. Pre-procedure medications included aspirin and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure cardiac enzymes were within normal limits. Pci was performed on a 99% de novo lesion in the mid right coronary artery (rca) of 20mm in length in a 2.5mm vessel diameter. The (b2) eccentric lesion had an irregular contour and thrombus was present. The lesion was pre-dilated with a 2.0x20mm balloon at 10 atmospheres (atm) before deploying three overlapping stents. First deployed was a 2.5x13mm cypher select plus stent at 18 atm, followed by a 2.25x23mm cypher select plus stent at 18 atm and finally, a 2.25x18mm cypher select plus stent at 18 atm. Timi iii flows were recorded pre and post procedure. After the last cypher stent implantation (2.25x18) along the distal rca, a small side vessel was partially compromised (sub-occluded). The site indicated that this event frequently happens after stent implantation. Due to small size, this vessel was not treated. The event may be due to plaque shift (not thrombus). Residual diameter stenosis measured 0%. Post-procedure medications included aspirin, ticlopidine, statins, ace inhibitors and beta-blockers. The patient was symptomatic during the 1-month follow-up. All medications remained the same. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
After the last cypher stent implantation (2.25x18) along the distal rca, a small side vessel was partially compromised (sub-occluded). Due to the small size, this vessel was not treated. The event may be due to plaque shift (not thrombus).